Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative confirmed that the issue was a software issue. The software was uninstalled and reinstalled and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement. It was reported that while planning for case, the site used the initial data set from the first lead implant and added an additional spin to use for the second portion of the case. All of the previous planning data, ac/pc stealth merge data was reused. The imaging system was used for auto-registration. A new image was attempted to be merged to the already existing merge data set as an additional exam, while keeping the original reference as it was. When the representative proceeded into the stealthmerge portion, the merge was no longer present. He was unable to recover this state. The prior plans, ac/pc data was also missing.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The logs were reviewed but it was not possible to determine the probable cause of the orthogonal view and merging issues. If information is provided in the future, a supplemental report will be issued.